Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 286 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)